Event description:
Customer reportedly received results of 476 mg/dl and 221 mg/dl within 10 minutes on the compact plus system (meter, strip lot number 20653841, expiration date 03/31/2008). The customer did not provide the location where the discrepant results were obtained. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The suspect product is the compact test drum.